Event description:
It was reported the programmer head won't interrogate devices frequently. The programmer head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported programmer head issue; rf (radio frequency) head interrogated intermittently. Rf head cable found out of electrical specification. Analysis also found the lower case was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).